Manufacturer narrative:
Device evaluated by MFR: promus elite ous mr 38 x 2.75mm stent delivery system catheter was returned for analysis. The stent was not returned and so the stent outer diameter was unable to be obtained. During manufacture the max stent profile is measured, the data for batch 24181066 was reviewed and the minimum and maximum values were respectively. Both values are within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure and stent markings were evident. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 21-apr-2021. It was reported that crossing difficulties and shaft kink were encountered. Vascular access was obtained via the femoral artery. The 85-90% stenosed target lesion was located in the severely tortuous and non-calcified left anterior anterior descending artery (lad). After crossing the lesion with a 6f guide catheter, pre-dilatation was performed with 1.5x12mm balloon catheter. A 38 x 2.75 promus elite drug-eluting stent was advanced for treatment but failed to cross the lesion. Pre-dilatation was again performed with a 2 x 12mm balloon catheter but the device still failed to cross and the shaft got kinked. The procedure was completed with a different device. There were no complications reported and the patient status was stable. However, returned device analysis revealed stent detachment.